Event description:
It was reported that during an unknown procedure, malformed clips-scissored. When using the device on lymphatic vessels, the urologist noticed problem from the first clip. Either the clips were falling from the device or they closed crossing. The clip was fully advanced into the jaws. No torquing of the device. No unusual noise, no forces higher. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.